Event description:
It was reported that this right atrial (ra) lead was confirmed on x-ray to be dislodged. The lead was explanted, and a new ra lead was implanted in a new position. The lead is expected to be returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection showed the lead was returned with the helix in a retracted position and dried body fluid was noted in the helix housing. No abnormalities were observed, with the exception of normal explant damage.

Event description:
It was reported that this right atrial (ra) lead was confirmed on x-ray to be dislodged. The lead was explanted, and a new ra lead was implanted in a new position. The lead was returned to boston scientific. No additional adverse patient effects were reported.